Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache, sinus infection and shortness of breath. There was no report of serious or permanent patient harm or injury. The unit has been received; however, unit has been quarantined for further investigation. No additional information was received from the patient and the manufacturer is still in the process of investigating the issue. If further information becomes available, an additional report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache, sinus infection and shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.